Event description:
The facility reports that the resident was in the reclining position being prepared for a shower. After the shower was completed, the staff raised the back of the chair up and then lowered the chair into the sitting position. While the chair was returning to the sitting position, the resident said "ouch it hurts". At this time, the staff stopped and raised the chair back up. It was noticed that the resident's scrotum was pinched by the front part of the seat. There was blood dripping onto the floor. It was found that the resident had a 2 cm by 2 cm tear to the scrotum requiring 2 stitches.

Manufacturer narrative:
An investigator has examined the device and found everything working to MFR specs. We have concluded that the root cause to this incident is user error related. Page 4 in the operators manual states "always ensure that the equipment is used by trained staff". It also states "ensure that nobody is touching parts of the lift which are in relative movement to each other when the lift is activated". Page 22 in the operators manual states under a warning note: "make sure that no hands or other body parts get jammed between moving parts of the lift." Page 24 in the operators manual states under a warning note: "see to it that genitals of the resident don't get jammed between the chair and toilet bowl". Retraining of customer would be recommended, especially to the requirements in the operators manual. (See above). Trend will be followed for this type of report.